Event description:
It was reported that after supporting a patient for approximately 48 hours, the perfusionist noted yellow strands in the outflow side of the oxygenator. Pressure drop and gas exchange were not affected. Ref: (B)(4).

Manufacturer narrative:
(B)(4). The reported yellow strands are discolored fibers caused by exceeding the service/shelf life of the hls module. It had been used for 48 hours; however, it is clearly stated in IFU g-141, page 11, section intended use "the cardiohelp system in configuration with the hls/hit set advanced is intended to be used within the hospital environment and outside the hospital environment (for periods up to six hours (e.g. For intra - and inter - hospital transport) exceeding the shelf life decreases product's performance and changes product's specific parameters. As a preventive action a letter was issued advising the user to follow the instruction for use.